Manufacturer narrative:
Three random sealed reservoirs were inspected and no anomalies were noted. Testing was performed and air bubbles were noted.

Event description:
It was reported that the customer had been having a high blood glucose level since last night. Customer's blood glucose level was up to 390 mg/dl. Customer had done several set changes. Customer's blood glucose level was 422 mg/dl. Customer treated with an injection. Customer ran a 5.0u fixed prime and the insulin did exit. Customer stated that the cannula was bent. Customer was advised that the alarm may have been due to the bent cannula. Customer reported air bubbles in the tubing that were 1 millimeter in size. Customer was advised to prime until the air bubbles were no longer visible. Customer returned 8 reservoirs and will be sent a replacement infusion set and tubing clamp. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.